Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavi procedure on the (B)(6) 2023 "massive push back from haemostatic valve. The operator was unable to push the bypass tube through the haemostatic valve. After three fully new units used, the closure could be completed successfully with the fourth one. There was no harm to the patient or outcome. The user has completed over 200 manta procedures." Completed with another device same model. 2 other complaints have been created. (B)(4).

Manufacturer narrative:
(B)(4). Associated to 2 other complaints 3010252479-2023-00038 manta and 3010252479-2023-00040 manta. One unit of manta sheath and dilator were returned to vsi/teleflex for evaluation. Blood particulates were noted on the units. Minor displacement of the button valve was observed on the sheath. Unit was decontaminated and inspected. Manta was functionally tested for bypass advancement. The dilator was placed within the sheath for 30s and removed. The bypass tube was introduced and significant resistance was observed in advancing the bypass tube via the valve. The device history record was reviewed and indicate no non-conformities related to this lot, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, an 14f ce manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered massive push back from the hemostatic valve and was not able to push the bypass tube through the hemostatic valve within the manta sheath hub. No buckling or bending occurred to the bypass tube when resistance was met (see 3010252479-2023-00038 manta). The first manta device and sheath were removed, and a second 14f ce manta device unit was opened. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician again encountered massive push back from the hemostatic valve and was not able to push the bypass tube through the hemostatic valve within the manta sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during a tavi procedure on the (B)(6) 2023 "massive push back from haemostatic valve. The operator was unable to push the bypass tube through the haemostatic valve. After three fully new units used, the closure could be completed successfully with the fourth one. There was no harm to the patient or outcome. The user has completed over 200 manta procedures." Completed with another device same model. 2 other complaints have been created. 3010252479-2023-00038 manta and 3010252479-2023-00040 manta.